Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. During ablation, the doctor noticed that charring was visible above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There was no consequences for the patient. Per the physician, the charring was considered to be excessive and the doctor estimates the patient risk to be increased. The system did not present any error messages and the physician did not see any product problems during use. There were no issues related to temperature or flow on the catheter. Heparinized normal saline was used and the patient was anticoagulated with activated clotting time (act) of >300 maintained throughout. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4-jul-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. During ablation, the doctor noticed that charring was visible above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There was no consequences for the patient. Per the physician, the charring was considered to be excessive and the doctor estimates the patient risk to be increased. The system did not present any error messages and the physician did not see any product problems during use. There were no issues related to temperature or flow on the catheter. Heparinized normal saline was used and the patient was anticoagulated with activated clotting time (act) of >300 maintained throughout. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed the pebax had a fissure. No other anomalies were observed. The device was connected to the generator and an ablation cycle was performed: it was found working correctly; no temperature or impedance issues were observed. Also, an irrigation test was performed, and it was noticed fluid was leaking from the fissure observed in the pebax. Further analysis revealed that this issue was caused due to the irrigation tube was folded at tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char/thrombus can be confirmed as irrigation issues were observed due to the irrigation tube fold which may have affected the device¿s proper functionality. The potential cause cannot be determined with the information available. The instructions for use (IFU) contain the following information: ¿purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. ¿when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. Regarding the damage in the pebax, it was not originally reported, and it is unrelated to the char/thrombus reported. The potential cause may be attributed to the manipulation of the device during the procedure. However, it cannot be determined with the information available. The IFU states: ¿do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the folded irrigation tube identified by bwi pal. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).